Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead. No device malfunction was suspected. The patient underwent a lead replacement procedure wherein a paddle lead was implanted, and patient was doing well postoperatively. The explanted lead was discarded per hospital policy.